Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at the end of and infusion infliximab by an lvp 8100 the nurse noticed "air gaps." No alarms went off and it was removed from patient." There was no serious injury or patient harm reported. Although requested further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at the end of and infusion infliximab by an lvp 8100 the nurse noticed "air gaps." No alarms went off and it was removed from patient." There was no serious injury or patient harm reported. Although requested further information was not provided.

Manufacturer narrative:
Investigation conclusion: the report of a failure to alarm for air in line was not confirmed. The pump module event log shows pump module s/n (B)(6) was programmed to infuse an unidentified medication at a rate of 140ml/hr with a vtbi of 280ml at 12:41 pm on (B)(6) 2020 and was channeled off at 2:38 pm. A review of the device error logs found no errors during the time of the reported event. The pump module settings for air boluses were 250microliters for a single air bolus and accumulated air was enabled. Functional testing performed found the pump module to be able to detect air boluses within specification. A review of the device error logs found no errors during the time of the reported event. Device inspection: pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported failure to alarm for air in line was not identified. It is likely that the air boluses observed by the user were not large enough to trigger an air in line alarm. At the alarm setting of 250 microliters the bolus would have to be approximately 1.67 inches in length before triggering the alarm. Device history review: a review of the device history record showed the device had a manufacture date of 15may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.